Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implantation procedure, a "test - no response" pop-up was generated by the mobile programmer while attempting to perform the threshold measurement. Prior to this, it was noted that there were telemetry issues. To address the telemetry issue, the patient connector was repositioned to an area with stronger signal reception, after which wave amplitude and impedance values were successfully measured. However, threshold measurement remained unsuccessful. Additional troubleshooting steps were taken to include changing the host tablet position and repositioning the patient connector, but the threshold measurement could still not be completed. The mobile programmer application was then shut down and restarted. Upon reconnection, all measurements, including threshold, were completed without issue and the procedure was completed successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5. Desc evt problem. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implantation procedure, a "test - no response" pop-up was generated by the mobile programmer while attempting to perform the threshold measurement. Prior to this, it was noted that there were telemetry issues. To address the telemetry issue, the patient connector was repositioned to an area with stronger signal reception, after which wave amplitude and impedance values were successfully measured. However, threshold measurement remained unsuccessful. Additional troubleshooting steps were taken to include changing the host tablet position and repositioning the patient connector, but the threshold measurement could still not be completed. The mobile programmer application was then shut down and restarted. Upon reconnection, all measurements, including threshold, were completed without issue and the procedure was completed successfully. No patient complications have been reported as a result of this event. It was further reported that the leadless implantable pulse generator (ipg) was unable to interrogate. The device remains in use. No patient complications have been reported as a result of this event. It was further reported that there was a problem with communication between leadless ipg and the patient connector, communication could not be done properly depending on the position because communication was weak on the side, this was described as a ''problem with micra directionality''.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs confirmed the customer comment that a "test: no response" pop-up was generated by the mobile programmer and telemetry issues were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.